Event description:
Initial result for a patient hba1c was 28% and when repeated, the result was 5.4%. The incorrect result was not used to guide therapy. The account found the wash pipette c syringe was loose and the operator repaired the instrument by tightening the syringe.